Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they met with the patient to configure adaptive stimulation and give an additional group to try to cover new back pain. The rep reported that an impedance check showed electrode 7 was out with high impedances. The rep programmed around electrode 7 successfully. There were no known factors that could have led to the issue. It was unknown if the issue was resolved. No further complications were reported.